Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a polyethylene bearing revision on an unknown day for an unknown reason.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - unknown ib ii femur. Unknown ib ii tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a bearing revision due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.